Event description:
Customer called to report that the access 2 immunoassay system generated troponin I (accutni) results for two patient samples that recovered above the ami (acute myocardial infarction) cutoff. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The samples were re-run on another access 2 instrument in the laboratory, the results of which were lower and within the normal reference range. Customer stated that the elevated results were reported out of the laboratory, but that the results were corrected before treatment was altered. The samples were then repeated on the initial access 2 instrument, serial number (B)(4), and the results continued to recover above the normal reference range. A service request was then scheduled for on site examination of the instrument. The field service engineer (fse) inspected the instrument on (B)(4) 2012 and found that the aspirate probe was clogged. The fse addressed the issue by removing the clog from the probe. The fse also reassembled the wash arm and improved alignments. The fse ordered a new hard drive, and returned the following day to replace the hard drive and cpu (central processing unit) board. The root cause of the instrument issue was due to the clogged aspirate probe. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).